Event description:
It was reported that during a procedure the laser system displayed went blank and the laser would not restart. The system was no longer able to be utilized to complete the procedure. The procedure would be rescheduled for a later date; dated not specified. There was no report of pt harm.